Event description:
It was reported that this right atrial (ra) lead showed what appeared as loss of capture (loc) and patient also felt palpitations. Daily measurements were appropriate but reprogramming options were suggested for this ra lead. Several years later the patient exhibited discomfort, shortness of breath, fatigue, and lightheadedness. The ra lead was suspected to be fractured; therefore, it was extracted by laser. A new ra lead was implanted, and the patient fully recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.